Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2006 a monarc sling was implanted. It was reported that, as a result of the implant, the pt experienced pain, erosion, incontinence, dyspareunia and required a surgical revision procedure. Report indicates that the pt has experienced pain and suffering and has sustained permanent injury.